Event description:
Reporting status: serious injury/disability or permanent damage. Reporting rationale: separated guide wire tip remains in patient. Device issue: guide wire separation. It was reported that the angioplasty procedure took place in 2003. The 2nd segment of the right coronary was completely chronically occluded due to a previous ischemia. The physician started with the bmw guide wire, then chose an intermediate guide wire, but decided again to use the first bmw guide wire to pass through the occlusion. The guide wire was turned many times in one direction, and then in the other direction, causing the guide wire to separate in the coronary. The medical team discussed the case and made the decision not to pass any lasso based on the x-ray results, showing the guide wire staying between 1st and 2nd segments of coronary. A second x-ray was performed the next day showing the same result. The patient was reported to be doing fine after the procedure. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident information, but the device was not returned for analysis. It was reported that during an angioplasty procedure for a cto, the guide wire separated in the coronary. Historical complaint data for returned devices has shown that crossing can be heavily influenced by the physician technique, patient anatomical morphology, patient disease state and equipment selected for use. Crossing a cto can be even more challenging. Also, guide wires are fragile and it is possible that during manufacturing, removal of the wire from the dispenser hoop, preparation of the wire for use or loading of the wire into the rhv or another device, that a bend could occur that would later fracture. In an attempt to eliminate the occurrences related to manufacturing, in-process controls are used to help assume that this was not a manufacturing issue. Pushing against resistance could also cause the wire to bend, resistance normally occurs during cto procedures. In the case of the balance family of guide wires, it was designed with a hypotube junction 40 cm from the distal tip. Separation may have occurred at this point. Even with treatment of a very distal lesion, this junction should only enter the primary curve of any guiding catheter; therefore, the opportunity of the wire being bent into a tight radius during a procedure is remote. The use of the device after removal also increased the probability of damage during insertion. Without the device to examine, no determination can be made as to the root cause of the reported discrepancy.